Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 399930, lot# j0511493v, implanted: (B)(6) 2005, product type: lead; product ID 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy, but they were working with their healthcare professional or a manufacturing representative.

Event description:
It was reported that the patient could walk around and ¿zap¿ people, and she ¿gets zapped.¿ this was like the fourth time she¿s done this. The patient reported ¿it doesn¿t have to be a metal product and I¿ll get zapped. I will zap other people. Whether I am hugging them or kissing them or whatever. I can be outside and do it. I can be inside and do it. I can be anywhere and do it. I don¿t know if I¿m just carrying an extra-large charge within my body or what.¿ this had been happening intermittently since her very first implant in 2005. It was also reported that the unit inside of the patient was causing discomfort and pain around the connections, and the stitch area. This started about a month after implant and was starting to get worse. The healthcare provider (hcp) was aware of these symptoms and thought they would get better. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.